Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 300cc (l) and an unspecified mentor saline breast implant (r) and experienced bilateral deflation, which was confirmed by MRI. As a result, the patient underwent removal on (B)(6) 2020. This report is for the right breast prosthesis.

Manufacturer narrative:
On aug 30 2021, additional information was received indicating the patient underwent device removal on (B)(6) 2021. On sep 15 2021, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).